Event description:
The patient was undergoing treatment for a cardiac embolism in the right m1 with the penumbra system. IV tpa was not administered. The physician deployed the guide catheter followed by the penumbra system reperfusion catheter 054 over a guide wire. Aspiration thrombectomy was performed using the reperfusion catheter and separator 054 for 10 minutes. Angiography showed that the patient had developed a symptomatic sah caused by a perforation in the m1. The physician administered 5,000 units of heparin and performed coil embolization to treat the hemorrhage in the m1. The patient expired on (B)(6) 2013. Physician's comments: during the operation with the penumbra system, I perforated the m1 and conducted coil embolization. Twelve hours later the patient expired. The relationship between the event and the procedure is unknown but could not be denied.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00040. The hospital disposed of the device.